Event description:
Report received of an adverse pt event while the device was in use. The pump was programmed to deliver an unspecified concentration of morphine. Specific pump programming parameters were not available. After an unspecified length of time, the pt was reportedly, "drowsy and unarousable." The pt was treated with an unspecified dose of narcan and reportedly "recovered." The pump was removed from clinical service. Info regarding resumption of pain management therapy was unavailable. The customer contact reported, "there was no issue regarding delivery accuracy of the pump. The pt had a reaction to the medication, was treated and recovered." There were no reported adverse pt sequelae. Though requested, no additional info was provided.